Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were leaking when 5mm graspers and the 5mm suction irrigator was used. Two other trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.